Manufacturer narrative:
Clarification received from sales representative that device was returned. Section d updated to reflect information received. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, when the physician was ramping down the 5f mynxgrip vascular closure device (vcd) was unable to achieve hemostasis causing the technician to hold pressure. The patient did suffer a hematoma as a result. Additional information was requested but not provided. The device was not returned for evaluation but eight (8) sterile mynxgrip vascular closure devices 5f, catalog number mx5021 and lot number f2500301, involved in the reported complaint, were returned for investigation. The devices were received inside a clear plastic bag, each sealed in its original packaging. A visual inspection was conducted to identify any anomalies that may have contributed to the reported incident; however, no anomalies were observed. Simulated deployment and inflation/deflation tests were performed on the returned sterile units. The shuttle cartridge advanced and retracted to the black handle smoothly, confirming proper sealant deployment in accordance with the mynxgrip instructions for use (IFU). The advancer tube was properly engaged with the proximal tamp lock. Inflation and deflation testing was conducted using the syringes provided with the devices. In all cases, the balloons fully inflated, maintained pressure, and deflated as expected without rupture or pressure loss demonstrating performance consistent with IFU specifications. The reported event of ¿sealant failure to achieve hemostasis and hematoma¿¿ was not observed through analysis of the returned devices since analysis of the devices showed no anomalies and all sterile devices returned functioned as expected. In addition, due to the nature of the event, the issue reported could not be evaluated since patient related events cannot be duplicated in the lab. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the physician was ramping down the 5f mynxgrip vascular closure device (vcd) was unable to achieve hemostasis causing the technician to hold pressure. The patient did suffer a hematoma as a result. The device will be returned for evaluation.